Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this lead caused a heart perforation post implant. The lead was revised and it was noted at the revision that there was effusion as well. The patient visited the emergency room complaining of shortness of breath and chest pain. At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.